Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the stent embolized. The physician wired a 95% stenosed, proximal rca lesion with a bmw guidewire. The physician predilated the calcified lesion on a bend with a 2.5mm maverick balloon. The physician then went to advance the taxus express2 3.5x20mm drug eluting stent to the lesion but was unable to cross with it. The physician inserted an ironman wire to use as a buddy wire. The taxus stent was then advanced to the lesion site and the physician met resistance at the lesion. The stent would not cross and as it was being withdrawn, the stent became hung up on a piece of calcium and came off the balloon. The physician attempted to dilate the stent with a 1.5mm maverick balloon but was unable to do so. The physician then used a taxus 3.0x20mm and a 3.5x12mm stent to crush the embolized stent where it was lodged. The procedure was completed with a different device. No pt complications were reported and patient's condition was reported to be satisfactory/good.